Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 22, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for a procedure, a windows error displayed and the system shut down on its own. It was discovered that the unit was not properly shut down. The battery was removed and the unit was rebooted to proceed with surgery. Additional information has been requested.